Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03732 / 03733).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately six years post-implantation due to wear, pain, toxic levels of cobalt and chromium, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow up report is being submitted to relay additional information.

Event description:
Patients legal counsel reported patient underwent a revision procedure approximately 6 years post initial implantation due to wear, pain, toxic levels of cobalt and chromium, and tissue and bone destruction. Fluid and metallic wear damage were noted during the procedure. All components were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This event was confirmed through review of revision operative report, the operative report indicated the patient was revised due to pain and fluid and metallic wear damage was noted during the procedure. These events are addressed in associated package insert and risk documentation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products-part: us157852 name: m2a-magnum pf cup 52odx46id lot: 959550, part: 139256 name: m2a-magnum 42-50 tpr insrt std lot: 058030, part: 192411 name: bi-metric echo pc red 11x135 lot: 307420. Multiple MDR reports were filed for this event please see associated reports:0001825034-2016-03733, 0001825034-2017-04910, 0001825034-2017-04911.

Event description:
Patient¿s legal counsel reported had been indicated for revision due to wear, pain, toxic levels of cobalt and chromium, and tissue and bone destruction. Additional information from medical records indicates the patient¿s right hip was revised 6 years post-implantation due to pain and metal toxicity. The revision operative report noted fluid in the greater trochanteric bursa, indicative of metallic wear damage. Changes of the trunnion were noted, as were minor fractures in both trochanters. During the revision procedure, all components were removed and replaced and a cable and sutures were used for femoral fixation.